Event description:
It was reported that a spectrum pump constantly displayed the downstream occlusion message. It was also reported there was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported downstream occlusion alarms, which was not reproduced. Downstream occlusion alarms were confirmed through a review of the event history log. Eval was unable to send for testing due to a failing upstream sensor. No component could be identified for causality.